Event description:
It was reported that the red button hinge lock allegedly does not staying locked. No injury reported.

Manufacturer narrative:
It was reported that the red button hinge lock allegedly does not staying locked. No injury reported. The actual device was evaluated and the customer complaint was confirmed.